Event description:
Customer reports meter results of 309 mg/dl, 150 mg/dl, and 137 mg/dl within 10 mins on the compact sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.